Manufacturer narrative:
Qn#(B)(4). The reported complaint was reviewed. However, verification testing could not be performed because no sample was returned for analysis. A device history record review did not reveal any manufacturing related issues. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. The probable cause could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4). This report is for the third in a series of three consecutive product issues with the same patient. The initial two have been reported under MDR#s 3006425876-2015-00361 and 3006425876-2015-00362.

Event description:
It was reported that a cvc was inserted. When the guide wire was pulled out, it was noted that it was short. The guide wire had separated at 16 cm from the distal tip. Surgeons were contacted and brought in to remove broken wire piece.